Event description:
The reporter stated the surgeon inserted an aq5010v silicone three piece lens as a piggy-back lens, but due to lack of capsular support, the lens was removed. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). No consequences or impact to patient. Lens inserted upside down. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - unknown. (B)(4) - (no lens malfunction). Results - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the surgeon stated the lens ejected quickly and went in upside down. The lens was removed within the same surgery with no patient injury and another iol lens was implanted. The surgeon stated there was no problem with the lens, it was just the nature of silicone lenses and he wasn't quick enough in delivering the lens. The manufacturer's labeling does not address the piggybacking of lenses.